Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained from the customer: it was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier clip could not be grasped firmly and fell off before application. The issue occurred after changing the clip. Clips fell off two times. 1st: when the instrument was inserted into the arm the clip fell off. 2nd: when the instrument was inserted, the clip fell off in the patient¿s body. There was no unexpected motion of the clip applier while attempting to clip. This was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The clips were retrieved during the same procedure. The procedure was completed with a back-up clip applier. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier clip could not be grasped firmly and fell off before application. The issue occurred after changing the clip. The procedure was completed with no reported injury.